Event description:
Event occurred in france. As reported: the trailing haptic is deformed. It does not fold as per IFU and stuck to optic. Haptic is not separated. Product remained in the eye after clinical assessment. Patient health impact: insuffi cient information.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred outside of the USA. The report includes corrected and additional information not available/included in the initial report. Additional information: g6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for additional information. H3 - indicated device not returned. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: ny1-sp). The exact root cause of the event was not determined. However, based on available information, we do not believe this event was caused by our product quality. Further investigation is being conducted under issue review (issue-0715).

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Haptic sticking is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in france. As reported: the trailing haptic is deformed. It does not fold as per IFU and stuck to optic. Haptic is not separated. Product remained in the eye after clinical assessment. Patient health impact: insufficient information.